Event description:
The customer reported that some of the macropore screws did not seem as durable and that the screws head were breaking during the tightening.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. Add'l lot number: c40823.